Event description:
It was reported that an unspecified malfunction alarm occurred., with additional symptoms including a red led flashing and the pump beeping and vibrating. There was no adverse impact to the customer's blood glucose level. Technical support attempted troubleshooting steps without success and decided to replace the pump. The customer was informed about the need for replacement, and a backup therapy was arranged to ensure uninterrupted insulin delivery. The replacement pump was confirmed to be within warranty, and the customer received instructions for returning the defective pump.